Event description:
A pasv PICC was placed for therapeutic purposes in 2004. At a later date, a leak developed distal to the suture wing. The device was explanted the following month and another one was placed.